Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. Reportedly, customer refills cartridges with insulin. Tandem clinical support educated customer regarding cartridge labeling instructions. New cartridges were loaded to resolve the issues. Customer¿s blood glucose level was 250 mg/dl.